Event description:
Per the clinic, the patient experienced a bacterial infection at implant site and cellulitis at face and scalp. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2025, and it is unknown if there are plans to re-implant the patient as of the date of this report.